Event description:
The harmonic scalpel was being used to take down the mesoappendix to the base of the appendix. The harmonic scalpel was working intermittently. The surgeon tried to activate it and it would not work, they waited and then tried again and it did work. The harmonic scalpel continued to work intermittently and the surgeon was able to complete the case with no patient harm.